Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump alarms did operate as expected, however, the pump pcb board had failed causing the pump to not alarm audibly. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm as expected. They stated that it did not alarm audibly at all. Mmd did follow up with the initial reporter who stated that there had been no adverse effects to the patient due to the complaint. They also stated at that time that the dose done alarm had been the alarm did not occur as expected. No additional information was provided. (B)(4).